Event description:
Tech carried out a routine annual loler test on a liko lift. The load was 232 kg, when the sling bar sheared off near to where the bolt is located, causing the load to drop to the floor. No injuries reported as there was no one in the immediate vicinity.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.